Manufacturer narrative:
Medtronic received the following information from the journal article entitled; recanalization of previously thrombosed type ii endoleak with aneurysm sac expansion after systemic thrombolysis marcos takuya kuroki, katelynn ferranti, faisal aziz and john radtka journal of vascular surgery cases and innovative techniques; 2018; volume 4, number 3 https://doi.org/10.1016/j.jvscit.2018.05.008. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm on an unknown date. It was reported that four years post the index procedure the patient presented emergently. The following symptoms were noted: left facial droop, dysarthric speech and left hemiparesis with hypertension. The patient received treatment, the symptoms resolved and then the patient has right flank pain. A CT scan identified aneurysm enlargement due to a type ii endoleak. The patient received non-operative treatment and the event resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.